Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry = (B)(6) hospital. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 8.5-19.04 pmol/l): initial result = 22.48 pmol/l, repeat result = 17.36 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 57269ud02. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 57269ud02, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with lot number 57269ud02 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 57269ud02.

Event description:
The customer observed falsely elevated architect free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 8.5-19.04 pmol/l): initial result = 22.48 pmol/l, repeat result = 17.36 pmol/l no impact to patient management was reported.